Event description:
The residual volume on the cadd-prizm pump said "8.5 cc." The nurse began the process of changing over to a new bag of 50 ml of 0.9% sodium chloride and noted the bag hanging (old bag) was still full. The nurse noted the tubing of the cassette was pinched in the cassette device. The cadd-prizm pump did not alarm occlusion or indicate any malfunction. The pump continued to indicate that the drug was being infused at the programmed rate. The nurse indicated that because the tubing from the bag was accidentally caught/pinched when locked in place, there should have been an upstream obstruction alarm to alert the nurse to the problem. The pump was pulled from service and examined/tested by a biomedical engineer. The biomed tech reported that the pump's log file was downloaded and no problem was found. The pump passed the operational and occlusion test. The tech faxed the log file to smith medical support and no problem was found. Smith medical requested the pump for further testing and the pump was shipped. Smith medical reported they were unable to get the stated problem to occur. The pump's upstream occlusion sensor was tested. An administration set was attached to the pump and while running the pump, the tubing was kinked. The pump alarmed upstream occlusion on the screen. The alarm was also audible. No problems were found. The pump passed functional and delivery tests. There was no adverse effect on patient.